Event description:
The customer reported a cracked crown on #9 while wearing the aligners. Medical intervention is required. It is unknown if aligner treatment was discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).

Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to damaged crown (cracked dental restoration). This event not reported within the required 30-days is covered by CAPA # (B)(4).